Event description:
Patient reported left side rupture, "lumps/tumors", "pain", and "believes that the current devices they have are recycled/used devices from another patient". The patient also stated a surgery was performed to remove the lumps/tumors and believes the physician "possibly nicked/cut the left side implant". The patient did not provide additional information that might confirm these beliefs. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The patient did not give consent to follow up with the physician, therefore we cannot confirm the events with the physician. Reason for reoperation: rupture.